Manufacturer narrative:
Zimvie received one (1) tsx37b11, (tsx¿ implant, 3.7mmd, 11.5mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was returned with its bundle cover screw. However, there was no damage identified or signs of malfunction that would have contributed to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. The DHR was requested; however, an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 2120032428 for similar events and one (1) other complaint was identified (B)(4). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.13, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that implant was removed due to it being placed in wrong position to mesial. Tooth site: 27.